Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate therapy for vf due to oversensing on the ventricular channel the lead was explanted due to dislodgement.